Event description:
Reporter indicated a vns patient was having painful stimulation "all over", and has referred the patient for vns replacement surgery. Different vns settings were attempted to help with the painful stimulation, but were not successful. X-rays were received which did not identify any lead anomalies, and the vns lead pin was fully inserted into the generator header. A surgery date had not been set, but a surgical consult is scheduled for (B) (6) 2010. The reporter indicated the vns revision surgery is planned to preclude a serious injury. The vns has not been disabled per the reporter.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer; no gross lead discontinuities visualized.